Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pace impedance measurements. Additionally, oversensed noisy signals were observed on the stored electrogram from a right ventricular automatic threshold test. The local field representative was notified and contacted the clinic and learned that the patient is following up with electrophysiology. No pause in pacing was observed, and no adverse patient effects were reported. This rv lead remains in service.